Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular tachycardia (vt) was noted on telemetry, the physician states vt was rate 175 beats per minute (bpm). No vt events recorded on the device. Vt monitor zone was set to 150bpm. Under-sensing is suspected. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.